Event description:
A facility representative reported that the leading haptic upon implantation was tucked underneath the optic. Implanted lens without complication. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information has been provided in h.6., and h.11. Correction: on initial MDR, the product should be a2201 instead of a040604. The manufacturer internal reference number is: (B)(4).